Event description:
Stem became stuck in pt femur and was unable to fully seat the implant. Several unsuccessful attempts made to extract. Surgeon performed a trochanteric osteotomy to remove the implant. Then cabled pt femur back together reamed canal larger and implanted sleeve and stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.